Event description:
The customer reported the system displayed anode warm errors followed by a charger fail error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration, charger calibration, and regreased the candlestick connectors. System operates as intended. (B) (4).